Manufacturer narrative:
It was reported that there was an issue regarding the rpm controller, rotary encoder. The rotary knob on the rotary encoder was loose. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-09-04. The fst confirmed that the rotary encoder was still functional without the rotary knob. The rotary knob was replaced and retightened on the rotary encoder. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿no disposable detected¿ could be confirmed on the date of event, which is consistent with the hls set being transferred to a different cardiohelp. According to the fst the root cause was that the rotary knob was loose within the rotary encoder shaft. According to the instruction for use (IFU) of the cardiohelp, chapter "switching on the cardiohelp-I, self-test", a self-test of the rotary knob is performed after every startup of the device to test the function. In addition all important functions can be controlled using the touch screen (refer IFU, chapter "troubleshooting"). The review of the non-conformities has been performed on 2024-09-05 for the period of 2021-10-11 to 2024-09-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-10-11. Based on the results the reported failure "rotary knob loose" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-09-04 till 2024-09-04). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was an issue regarding the rpm controller, rotary encoder. The rotary knob on the rotary encoder was loose. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID # (B)(4).